Event description:
Additional information received on (B)(6) 2014 noted that the patient underwent a lead revision procedure on (B)(6) 2014.

Event description:
It was reported that during the implant procedure, atrial lead insertion in the pulse generator was very difficult. After the tip was dipped in saline solution, the lead could be inserted in the header.

Event description:
Additional information received on (B)(6) 2014 noted that the patient presented in clinic for follow-up. The pulse generator exhibited multiple episodes of noise reversion causing mode switch and high impedances on the atrial channel. X-ray confirmed that the atrial lead was not all the way through in the header. The device was reprogrammed to vvi and the patient was scheduled for device revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.